Manufacturer narrative:
(B)(4): implanted device remains.

Event description:
Per the clinic, the patient sustained a head trauma in (B)(6) 2013 (exact date not reported) resulting in skin flap necrosis around the magnet site. The magnet was removed on (B)(6), 2013 and the patient was placed on a ten day course of augmentin (dosage not reported). The implanted device remains.

Manufacturer narrative:
Per the surgeon, the device was explanted on (B)(6) 2013. This report is filed (B)(4) 2014.